Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert.

Event description:
New information revealed a lead warning for the right ventricular (rv) lead. The lead impedance is out of range (oor) / low. Oversensing noise and t-wave oversensing (twos) were also noted on the lead. Potential lead fracture is suspected. The lead currently remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring report showed that the patients right ventricular (rv) lead triggered a lead warning with oversensing and short interval counts (sic). The patient has reported feeling dizzy at times over the last few weeks. The lead remains in service. No patient complications have been reported as a result of this event.